Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of more than 450mg/dl. It was stated that the customer's glucose level was high for the past three days. The father stated that the manual injections decreased the customer's blood glucose. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and both tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.